Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the trunk cable was cut with all wires severed. The root cause for damaged cable could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.